Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Transmission revealed an alert for multiple non sustained oversensing episodes. The device was post paced t wave oversensing on the ventricular channel. The patient did not receive inappropriate therapy during the oversensing. Programming changes were discussed but were not made. Patient was fine.